Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and replaced. During the procedure fluid loss was identified due to a hole in the upper half of the component. There were no patient complications associated to the event.